Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. The ipg site had some discoloration and soreness. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.